Event description:
The reporter indicated that they received a message to restore the device's serial number. After following procedure to restore serial number, they received a message stating "incorrect serial number". Three unsuccessful attempts to restore the serial number were made. The reporter stated that the device was found to have no output, and no magnet response. An explant is planned.